Event description:
It was reported that the patient experienced syncope. The right ventricular lead exhibited noise reversion episodes which resulted in pacing inhibition. No intervention was reported and no further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.